Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm was noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump has keypad issues. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. The customer states the insulin pump alarmed no delivery. The customer was unable to clear the alarm due to button being unresponsive. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.